Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (over 600 mg/dl). Insulin injections were administered to address bg. Contact alleged pump was not working properly. Contact changed the insulin and customer was not sick. Although multiple attempts were made by tandem technical support to obtain additional information, contact did not reply.